Event description:
Licensed dental hygenist reached to position x-ray head next to pt's head and head dropped from arm still attached by wiring harness connection only. She immediately stopped movement and summoned owner dentist. Dentist then stabilized arm and head next to wall, turned off electrical power and called dental supply service company to report malfunction to arrange service call by technician.